Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a sudden decreasing trend in power consumption starting on (B)(6) 2017. 17 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, kink in outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient noted low flow alarms on their ventricular assist device (vad). Lactate dehydrogenase (ldh) was 449. Patient was admitted to the hospital, echocardiogram performed and nothing noted. Log files showed a sharp decreased in power and flow with current parameters of: flow 2.1, speed 2500, power 2.9. The physician thinks this may be a potential inflow occlusion. The vad remains in use. No further patient complications have been reported as a result of this event.